Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
The surgeon attempted to implant a silicone lens model aq2010v and was damaged prior to implantation. The lens was not implanted and there was no patient contact. The facility indicated that the lens was damaged by the cartridge.